Event description:
Additional information was received from the rep. It was calculated that there was 75 cm catheter length to be explanted based on 0.164 ml catheter volume. Upon explanting the distal/pump existing catheter, the neurosurgeon met resistance and the catheter snapped. Total measurement of 66 cm was explanted so 9 cm of catheter remains implanted in patient. The metal connector and two strain relief sleeves remain implanted. These were visualized on x-ray and the neurosurgeon states these were deep enough in the muscle that retrieving them would not be beneficial. There was never an anchor visualized either by eye sight nor by x-ray. The explanted pump and catheter will be sent back for analysis although no reported device issue.

Manufacturer narrative:
Continuation of d11: product ID 8596. Serial# (B)(6). Implanted: (B)(6) 2005. Product type catheter. Product ID 8709. Serial# (B)(6). Implanted: (B)(6) 2005. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H1. Correction: the type of reportable event was updated / corrected from the previously reported serious injury to a malfunction report after further review. H3. Analysis of the 8709 and 8596 catheters revealed acceptable testing and the catheters were incomplete and returned in segments. Analysis of the pump found residue in the motor gear train. Analysis identified wearing on the lower shaft of gear number two. H6. The previously reported patient and device codes will be updated/corrected to the following for this event: patient codes: e2403 and e200801 device codes: a04 and a24 h6. Patient code e200801 and device code a04 apply to the catheters. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8596, serial/lot #: (B)(4), ubd: 28-jan-2007, UDI#: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 28-jan-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving 0.9% preservative free normal saline (1ml/ml) via intrathecal infusion pump for intractable spasticity and head/brain injury. It was reported that the pump had reached eri on (B)(6) 2018 and eos on (B)(6) 2020. It was reported that the patient¿s mother had vacillated getting the pump replaced at the time and ultimately decided against it. Infusion rate was slowly weaned down and when at minimum therapeutic infusion rate, saline was put into the reservoir. No environmental/external/patient factors were reported that may have led or contributed to the issue. It was reported that the pump and catheter were left in the patient 1.5 years after reaching eos in event mother decided she wanted pump replaced. Patient's spasticity controlled with oral antispasmodics. On (B)(6) 2020, pump permanently shut off. It was reported that the issue was resolved at the time of the report. Surgical intervention had been scheduled for (B)(6) 2020. The patient¿s status was alive with no injuries. No further complications were reported.